Event description:
The patient started feeling funny on saturday. Sunday, the patient reported hearing the critical pump alarm. The patient initially thought it was something outside but then realized it was him. The patient went into the office on the date of this report. Interrogation and review of the pump logs showed that the pump was in safe state as of 08:03 (B)(6) 2015. No other abnormal events were noted in the logs. The patient was getting out of bed around that time. He experienced a return of symptoms including increased spasticity and itching. Over the last 12 hours, the patient had taken approximately 100mg of oral baclofen so on examination the physician didn't feel that there was much increased spasticity. At the visit, the pump was reprogrammed back into flex mode. It was noted that the patient had visited his father in the hospital on saturday and given his father a hug; the patient¿s father did have telemetry on at the time, but there was no other source of emi that could be identified. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).